Event description:
According to the reporter, the surgeon was drilling a hole for the screw with a drill bit and k-wire attached. There was not a push rod attached onto the drill bit in order to hold the k-wire in place, so the k-wire was pulled out with the drill bit. At this time, the screw became lost in the patient's foot. The surgeon used another screw to complete the procedure with no further problems. No adverse effect to the patient. Consultant also reported: there was not a push rod attachment for the screwdriver shaft to hold the k-wire in place.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.